Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found in bed unresponsive by spouse in the morning after night of sleep. It was reported that the pt expired from cerebral hemorrhage and the event maybe anticoagulation related and not pump related. An autopsy will not be performed and the pump will not be returned for evaluation.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further info is available at this time. A supplemental report will be submitted upon completion of our evaluation.